Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after implant the right ventricular (rv) lead alerted for high impedance on the rv defib coil. It was discovered that the lead pin was not fully inserted. A revision was performed to re-insert the lead pin. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.